Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not inflate. It was reported to be an axillary insertion which is not as described in the instructions for use. The iab was replaced without issue. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not inflate. It was reported to be an axillary insertion which is not as described in the instructions for use. The iab was replaced without issue. There was no reported injury to the patient. Event date reported as either (B)(6) 2019.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).